Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The micro bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the micro bipolar forceps had a damaged tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Annex g - component desc 1 updated to g04104 - pulley.

Event description:
Refer to h11 for follow-up information.